Manufacturer narrative:
(B) (4). Method: lens work order search. Results: visual inspection of the returned product found one haptic torn off and missing and optic was torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. A work order search was performed and no similar complaints found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens. Lens was removed with no patient injury. No enlarged incision or sutures. Further information requested, but not yet forthcoming. Any additional information will be submitted by a supplemental medwatch.